Event description:
Sales representative reported "issue with the packaging. As you can see in the photo, there are paper residues left when the top of the packaging is removed". Device was not implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.